Event description:
It was reported that the ilet pump¿s display was damaged when a locker door was accidentally closed on the device, resulting in a nonfunctional screen and loss of water resistance; the device otherwise operated without alerts or alarms, and a replacement was arranged with instructions to back up data and return the damaged unit. Symptoms included no injury and no adverse physiological effects. Outcomes included the need for device replacement and user reliance on backup therapy without hospitalization. Customer care provided support that included coordination of replacement logistics. The device was returned for evaluation. Investigation of this case revealed physical screen damage consistent with external mechanical impact. It was concluded that the event was due to accidental damage from external forces, not a device malfunction. The customer reported issue was confirmed.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.